Event description:
It was reported that patient was seen in a clinic on (B)(6) 2023. Log files review revealed several driveline comm faults, low speed alarms, and pump stops throughout the event history. Healthcare provider was aware of a possible suction event on (B)(6) 2023 around 1330. The patient denied any equipment issues such as dropping controller or any alarms. Controller exchange was performed without any events on (B)(6) 2023; controller replacement was requested. Log files review pre-exchange (hsc-119209) displayed ~15 episodes of pump off alarms intermittent due to possible esd events during the ~3-day length of the file. It appeared these events may have been caused by electrostatic discharge (esd). The pump restarted promptly as designed and functioned as intended during these events. The event log post-exchange (hsc-119996) displayed data with a newly programmed controller; there were no other unusual events. The patient admitted to walking on carpet at home with socks, but they do that all of the time. They also reported feeling like they would get shocked more frequently when touching things over the last couple of days but again there was no changes in their current routine. The patient reported feeling better since getting the left ventricular assist device (lvad). The patient was provided the esd pamphlet and agreed to some of the interventions to prevent esd. It was further reported that the patient had another alarm on (B)(6) 2023 at 1:15 am. They were asymptomatic. The log captured further esd events between (B)(6) 2023 and (B)(6) 2023. During an event at 1:15 am on (B)(6) 2023 it appears that the patient disconnected power from both controller leads. Additional information stated that the patient was seen in clinic on (B)(6) 2023; vad team would like the patient's mpu evaluated and repaired, if needed after the no external power and low voltage event that occurred while the patient was connected to it. It was later reported that the patient did not disconnect both power leads and remained on wall unit during the (B)(6) 2023 at 1:15 alarm. The alarm self-resolved within seconds. The cause of no external power was not identified. The controller has been returned for evaluation. The patient did not mention any additional shocks or increased frequency and appeared to be feeling well from an esd standpoint. Related MFR numbers: pump: 2916596-2023-00611. Controller: 2916596-2023-00612.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm related to electrostatic discharge (esd). The esd and system reset events have been addressed via pump investigation (manufacturer report number 2916596-2023-00611). The reported low voltages were determined to be related to the esd events, and there were no external power events observed in the log file. A review of the event log files, extracted from (B)(6), contained data spanning approximately 12 days (1jan2000, 28nov22 ¿ 29nov22, 24jan23 - 1feb23 per timestamp). On 27mar23 at 1:15:05, an abnormal controller reset occurred causing the pump to restart. Lvad off, low power hazard, and power cable disconnect alarms were active during the event. External power was restored to the system at 1:15:08 and the pump restarted to a speed above the lsl within 3 seconds. The backup battery in use fault flag was briefly active during the reset. There were no other notable alarms active in the log files. The heartmate mobile power unit (s/n: (B)(6) was returned to the service depot for testing. The mpu underwent functional testing and passed without issue. The mpu was connected to a mock circulatory loop and was able to operate the system for an extended period of time without issue. All applicable tests passed, and the unit was returned to the customer site. Per the provided information, the patient did not disconnect both power leads, the cable did not disconnect from the wall, and there was no electrical outage to the patient¿s residence during the event. The observed abnormal reset has been addressed in the pump investigation (manufacturer report number 2916596-2023-00611). The reported event was unable to be correlated to an issue with the mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including pump off and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use (rev. C) section 6 entitled ¿patient care and management¿ explains electrostatic discharge and how to prevent esd events from occurring. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.